Manufacturer narrative:
After battery installation unit gave a full segment display anomaly due to faulty transmitter at interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a13/e13 alarm, battery out limit alarm due to full segment display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had watchdog timeout anomaly. The customer's blood glucose value was unknown. Customer reported that insulin pump not work anymore. Customer stated they tried different battery twice. The insulin pump will be returned for analysis.